Event description:
It was reported that valve was explanted due to severe mitral regurgitation. At explant, it was discovered that one valve leaflet had escaped. Endoscopy and computerized tomography failed to locate escaped leaflet. Leaflet was not recovered. Patient discharged in july 2005 with normal mitral cardiac motion. Patient seen seven days later and their conditon was good. No further information was available. The worldwide marketing of the edwards-duromedics bileaflet valve was suspended in may 1988.